Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted into the patient for the endovascular treatment of a 5.2 cm in diameter abdominal aorta aneurysm. Vessel morphology was reported as the aortic neck was short, angled conical neck (neck angle was lt to rt), the left accessory renal was the target renal artery. The bifurcated stent graft was deployed at the renal artery however, the right side of the stent graft did was adhere to the vessel wall. The physician chose not balloon which could lead to the stent graft pulling down into conical neck. A large type 1a endoleak was noted upon final angiogram. Another manufacturer¿s endostaple rep was present at the case to prophylactically staple the proximal fabric. Four to five (4-5) endostaples were implanted. The proximal type I endoleak was resolved. The physician performed modelling with a balloon proximally in the stent graft, at the gate, at the overlap and distal fabric. Final angiogram revealed a small late blush, the physician deemed it to be a type ii endoleak from a lumbar vessel. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. Review of several short videos and still angiogram images during implant revealed that the bifurcate was implanted within the short and angulated proximal neck, just below the lowest left renal artery. The neck appeared severely conical-shaped. Per the calibrated angiogram catheter, the implanted stent graft diameter (l-r) measured approximately 2.5cm at the proximal graft margin, and 1cm lower measured 3.5cm. The ipsilateral limb was implanted into the left common iliac and the contralateral limb into the right common iliac artery. Angiogram showed a proximal type I endoleak primarily from the right (more conical) side. Several staples were placed just below the proximal margin of the bifurcate. Final angiogram showed that the endoleak had resolved. No other stent graft issues were observed. The cause of the proximal type I endoleak was likely due to implanting within the short and severely conical neck. Lack of ballooning may have also contributed. The type ii endoleak was likely anatomy related.